Event description:
At interrogation prior to implant, the device started to whistle and it was impossible to obtain any information from it. The whistling never stopped, and it subsequently tested out of specification during manufacturer's analysis.